Manufacturer narrative:
During investigation, customer supplied five hundred twenty-three (523) data files on (B)(6) 2021. Thermo fisher scientific's r&d team analyzed the files on 26-jan-2021 and was able to confirm two hundred ninety (290) false positive patient sample results. This information was relayed to the cusotmer. The investigation from r&d indicated that row p at the edge of the microtiter plate was unsealed. The thermo fisher field applications scientist went on-site and discovered that the seal roll was non-centered and misaligned. The field application specialist tightened the locking nut on the alps sealer, at which point the roll of film was properly aligned and the issue did not occur again. The customer was instructed to check the seal alignment inbetween runs.

Event description:
While utilizing an ruo workflow which included ruo hardware and assay components, on (B)(6) 2021 customer reported claims of potential false positive covid 19 results for 290 patient samples. There were no reports of serious injury or death. Thermo fisher scientific was able to confirm that the false results were reported out of the lab and communicated to the ordering physician and/or patients.